Event description:
The hcp reported the patient's pump was refilled twice in the past 30 days. Both times, the hcp withdrew 18ml from the pump indicating a full reservoir. The patient was not experienceing any withdrawal issues.